Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."  If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately.  If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device was not returned.

Event description:
It was reported by the vad coordinator that the patient exchanged the controller because&#2082;no matter what he did the controller would not recognize a power source connected to the right side". The patient attempted fully charged batteries and an ac adapter. He also reported hearing a "power disconnect" alarm with either ac adapter or battery connected to the controller. The patient tolerated the controller exchange without issue.&#2062;o further information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) upgrade the medical staff noted a loose power port connector. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The reported event ("the controller would not recognize a power source") could to be confirmed at the bench level. During the visual and functional testing no anomaly was found with the controller. As a result of this finding, the controller performed as intended. This controller had not received the smr upgrade. No malfunction detected; the power port connectors worked as intended. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Unchecked "required intervention to prevent permanent impairment/damage (devices)". Removed implant date. Peripheral device is not implantable. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose external connectors on controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Note: information sent under follow-up # 1 and follow-up #2 of this MFR report are deemed incorrect and not related to the initial reported event. The information has been corrected in this follow-up #3 (correction final) report.